Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd paxgene® blood ccfdna tube, the device experienced a cracked tube, and sample leakage .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: we have received a complaint. The biospecimen dept. Is complaining about 200 tubes disposed due to cracks in the tube caps and reagent leaking.

Event description:
It was reported when using the bd paxgene® blood ccfdna tube, the device experienced a cracked tube, and sample leakage .this event occurred 100 times. The following information was provided by the initial reporter. The customer stated: we have received a complaint. The biospecimen dept. Is complaining about 200 tubes disposed due to cracks in the tube caps and reagent leaking.

Manufacturer narrative:
H.6. Investigation: bd received 3 photographs showing leakage of the additive on the outside of the tubes. Although the reported defect is confirmed it is very difficult to determine when and where the damage occurred. Bd was able to confirm the customer¿s indicated failure mode with the photographs provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h.10.